Event description:
Medical professional was nursing a patient with a size 6 xlt proximal extension. When she did a tube change in 2007, she noticed that the cuff was leaking air over a period of time. Company was notifies on the event date, advice given to change tube again with another size 6 proximal extension. This was carried out in the afternoon on the same day. No problems reported since. No adverse outcomes for the patient.

Manufacturer narrative:
The retain sample for this reported complaint could not be reviewed as the lot number is unknown. The batch paperwork for this reported complaint could not be reviewed either as the lot number is unknown. One sample was returned for evaluation contained in a plastic bag. The returned unit was inflated, however, it deflated rapidly from a hole in the main body of the cuff. Examination of the cuff under the microvu shows that the hole is triangular in shape with jagged edges and it measures 2mm x 2 mm. This type of hole is indicative that the cuff came in contact with some sharp object/ utensil. The single wall thickness of the cuff was measured away from the damaged area and it was found to be within the blueprint specification. There is no evidence to suggest that this reported defect occurred in-house.